Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had failed drawer. The technical support specialist suggested the customer to reboot the device and recover the drawer. The failed drawer has been recovered after the reboot performed by customer. The system functioned as intended after the customer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a failed drawer. The customer stated that the station ubc - 4g had an auxiliary drawer 5-d-253 failed. The failure was causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.